Manufacturer narrative:
D4: UDI unknown, g4: unknown, b3: unknown. One device was received for evaluation. Visual inspection found the device to be in good physical condition; however, there was fluid ingression observed on the main board, the lcd and battery compartment was rusty and dirty, a degraded dso sensor, and a broken battery door. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated; however, it was confirmed in the device¿s event history log. It was determined that the fluid ingression on the main board was the root cause of the problem. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 42221 alarm. There was unknown patient involvement and unknown patient harm.